Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis and underwent balloon kyphoplasty at l2. During surgery, the cement leaked into the spinal canal. The cement was doughy and homogenous prior to delivery into the patient. No patient complications were reported as the result of the event.